Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having a stroke, high blood pressure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information patient alleged having a stroke, high blood pressure related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. This notification was reviewed by the pms clinical expert due to the patient reporting "has had a stroke, high blood pressure, not using the machine because it was not working properly and is on recall." No other clinical information or medical intervention was reported. This is assessed conservatively as a serious injury, although it is unclear if this is a harm alleged against the device, reported past medical history as part of the device replacement prioritization program. Section h6 updated in this report.